Event description:
It was reported that a home patient (hp) connected to the homechoice machine before properly priming the patient line. This occurred during the initial drain cycle of peritoneal dialysis therapy. The technical services representative assisted the patient in ending therapy. The patient was advised to start therapy over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a patient who incorrectly connected themselves to the patient line prior to properly priming the patient line. ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device, provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.